Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported error 800.8000 on the device. No patient involvement.

Event description:
The customer reported error 800.8000 on the device. No patient involvement.

Manufacturer narrative:
Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: 8015 error 800.8000. Technical support - 1. If power on and get a 255-16-275 error everytime, try to reflash the unit. 2. If flashing fails, the logic board must be replaced or unit sent in for repair. 3. If 800.8000 are in the logs only, recommend to do a pm on unit and put back in rotation. 4. Email customer alaris infusion medical safety notification model 8015 system error 255-16-275 - 800.8000 required action for users: your alaris system will not need to be remediated. Refer to the user manual addendum to avoid the occurrence of this system error. If the system error occurs, the alaris system modules will continue as programmed. Do not interrupt critical infusions if infusion parameters do not need to be edited. If it is safe to do so, manually stop the infusion in order to reprogram and re-start the pump following the instructions in the user manual addendum to avoid this error. Power down the pc unit by pressing the system on key. Restart the device by pressing the system on key. Restart previous infusions and/or monitoring settings. If the system error returns, power down the pc unit and replace it immediately. Return the pc unit to your biomedical engineering department for troubleshooting and data log retrieval. Recommended re-flash poc software (B)(6) will re-flash poc software on pcu8015. A review of the device history record showed the device had a manufacture date of 11/01/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. No product returned.